Event description:
Pump was reported to run for hours without running any liquid in, with no alarms. No medication was being infused at the time, only standard IV fluids. No medical intervention was needed and no pt injury resulted.